Manufacturer narrative:
H.6. Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples / photos were sent by the customer making it not possible to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint. H3 other text : see h.10.

Event description:
It was reported that the bd solomed¿ syringe leaked "duoflam" during use when aspirating the liquid from the bottle. The following information was provided by the initial reporter, translated from portuguese to english: "customer reports that when aspirating the liquid from the bottle, he noticed leakage in the syringe's lateral." The customer can not inform the exactly lot number, only can inform that the product is from one of the following lots: 8289982 or 8289526. There was no damage to the patient or health professional. There was no exposure of blood or drug to the skin or mucous. The drug used was duoflam 1 ml.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd solomed¿ syringe leaked "duoflam" during use when aspirating the liquid from the bottle. The following information was provided by the initial reporter, translated from portuguese to english: "customer reports that when aspirating the liquid from the bottle, he noticed lekage in the syringe's lateral." The customer can not inform the exactly lot number, only can inform that the product is from one of the following lots: 8289982 or 8289526. There was no damage to the patient or health professional. There was no exposure of blood or drug to the skin or mucous. The drug used was duoflam 1 ml.